Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was hospitalized due to blood glucose (bg) of 800 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous insulin, saline, and nausea medication. Customer was discharged on (B)(6) 2021 with no permanent damage. The cause for the reported issue was unknown. Reportedly, the customer continued to use the pump for insulin therapy. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.